Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device check, non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. The patient was not reported to be symptomatic. Programming changes were recommended.